Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power anomaly from the insulin pump. The customer's blood glucose reading was 81 mg/dl. The customer used brand new (B)(6) battery. The customer stated that the alarm occurred less than 24 hours from low battery. The customer stated that the battery cap is not okay. The customer stated that the alarm occurred during normal use. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected off no power alarm noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.